Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.663" x 0.171" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. Additional observation related to customer reported complaint: the instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken due to the broken grip. The wires were exposed where the break occurred. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tip came apart. The fragment was retrieved during the same procedure. The procedure was completed, and an x-ray was performed post-operatively to confirm all fragments were removed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.